Manufacturer narrative:
Device is a combination product. The stent delivery system was returned for analysis. A visual examination of the stent section found that the stent was not returned for analysis. As part of analysis, a review of the manufacturing data for the stent profile was performed. The crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were relaxed indicating that the balloon was subjected to positive pressure. Visible contrast medium in lumen and balloon body was noted during analysis. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found issues with the extrusion shaft. Functional testing of the device was performed during analysis. A 0.014''recommended guidewire was inserted in through the tip and exited through the port exchange with no issue. The device was left to soak in water-bath. The balloon inflated to rbp (rated burst pressure) and deflated within 5 seconds without issues noted. Note: the inflation device was verified before and after use. However, a pinhole leak was noted in the mid-shaft at the hypotube/mid-shaft bond during inflation. On further inspection it was noted that the outer extrusion of the mid-shaft was not attached to the mid-shaft bond and could move freely along the mid-shaft. It could be separated from the mid-shaft exposing the core wire. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system. As part of analysis a review of the manufacturing data was performed. During the manufacturing process the returned device was checked for leaks at the vacuum decay test (vdt) work-step and no anomalies were noted. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 20-feb-2018. A 3.50 x 20 synergy ii drug-eluting stent was received with no reported issues. However, upon review of the device, the mid-shaft was broken and the stent was detached and was not returned for analysis.